Event description:
As reported epicardial lv lead is no longer capturing in unipolar or bipolar configurations at maximum output. Day 1 check post implant was satisfactory. The patient's condition had deteriorated while on ICU and a device check was requested which was when the lv lead threshold rise was noted. The patient's physician did not allege that the patient's condition deteriorated as a result of the leads failure to capture. The lead has now been programmed off but ra and rv leads remain on (ddd 60-130bpm). No further action will be taken at this time.